Event description:
The customer contacted physio-control to report that their device was no longer working. No further details were reported. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported failure could not be determined.